Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient¿s ins depletes more quickly when it gets to a 30-40% charge level. The patient¿s charger was checked, and everything seemed to be working per usual. They were able to get an excellent connection. Subsequently it was reported that it was taking patient closer to 2 hours to charge the ins and thought it should take no longer than 1 hour to charge the ins complete. The patient reported her ins gets to 30% charge and her ins dies. The patient stated she is charging every 2-3 days when she should be to go 13 days between charges. The patient stated the controller will show ¿emergency sign¿ when the battery gets down to 30%. The rtm cord would be replaced. The caller was redirected to their healthcare provider (hcp) to have the ins programming checked. No patient symptoms were reported. No further complications were reported/anticipated. On 2020 (B)(6), additional information was received from the patient reporting that they received a replacement recharger following their original call and they stated that they didn¿t notice any difference. They stated that they were calling because they got a letter asking about their weight at the time of the event and they asked why this information was requested. Patient services reviewed the rationale. The patient stated that they declined to answer that question at this time, but noted that their weight had been the same since implant. No further complications were reported/anticipated.